Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. However, per report, there was no device malfunction. A device history review (DHR) for the sheath was and all manufacturer's specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the minimal luminal diameter (mld) of the access vessel was 7.0mm and the vessels were indicated to be both mildly calcified and mildly tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is possible that a combination of the borderline size of the access vessel in combination with calcification or tortuosity that was not appreciable on imaging contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are required.

Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, after successful valve implantation and upon removal of the rf3 sheath, a small perforation was noted in the left external iliac. In order to repair the perforation, the sheath was re-advanced and a contra lateral occlusion balloon was placed. In addition, a gore viabahn stent graft was placed over the area of the perforation and post dilated achieving hemostasis. A patch graft was then placed at the arteriotomy site and the cutdown site was closed per hospital protocol. The patient was noted to be in stable condition and was transferred to the unit in stable condition. Two (2) hours post procedure, however, the patient was taken to the operating room for an exploratory exam due to concern of an abdominal bleed. A small hole was found and repaired in the distal aorta. The patient returned to the unit in stable condition.